Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction,, and the patient remained on insulin pump therapy throughout the hospitalization. The patient has continued to use the pump with no reported subsequent events.

Event description:
The patient was hospitalized for elevated blood glucose levels, anemia, and hypotension.